Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to improper operations. It was not reported if the patient was hospitalized for the event. The specific treatment was unknown. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn. It was not reported if the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.